Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed no alarms related to the complaint; loss of prime warnings not observed in the black box and force readings were observed to be normal. There was no data from the time of the reported issue due to continued use. The daily insulin delivery totals appear inconsistent due to an unrelated time and date issue. The pump rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. The force sensor calibration was found to be within specifications. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. No loss of primes occurred during testing. During testing, a loss of prime was induced and the pump gave an audible and visual alert. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the complaint, all of the keypad buttons were found to be intermittently unresponsive. The keypad was intact. The keypad was removed and evidence of contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump emitted a "no delivery" warning at approximately 9pm on (B)(6) 2012. The patient's blood glucose level at approximately 10pm was 500mg/dl and the patient injected 1 unit. The patient's blood glucose level at 12am read "hi" in the meter. The patient's blood glucose levels have reportedly been elevated over the previous few days, but the patient has not experienced symptoms of hyperglycemia. Follow-up the next day indicated that the patient's blood glucose levels resolved with injection and resuming pump delivery. The pump was re-primed and there were no further issues. Further troubleshooting was refused. This report is being made based on the allegation of hyperglycemia related to pump delivery not being resumed following a "no delivery" alarm.